Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to scanner was not working. A field service engineer fully seated cable to universal serial bus (usb) port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had scanner failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.